Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Please, see medwatch report 2032227-2014-33933.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery while the infusion set was being set up. The caller stated that the device would not allow for insulin to be pushed through. The customer's blood glucose was 133 mg/dl. Troubleshooting was performed. The reservoir and the tubing was disconnected and reconnected, the plunger was replaced and insulin was manually pushed, but insulin did not exit. Further troubleshooting was performed with a new infusion set and, still, insulin did not exit the tubing. A new reservoir was connected to the current infusion set and insulin did exit the tubing. Changing the reservoir resolved the issue of the no delivery alarm. Nothing further was reported.